Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen at 38 mcg/day. The concentration was unknown. The indication for use was intractable spasticity. It was reported that the patient experienced a loss of lower extremity motor and sensory function following a post-op epidural. The patient had an orthopedic procedure done on (B)(6) 2017 and was given an epidural for post-op pain management. The patient subsequently lost motor and sensory function in the lower extremities. An MRI was done to rule out an epidural hematoma; the epidural hematoma was ruled out. However they noted, "foci of intrathecal gas" and the healthcare provider (hcp) wanted to know if pump could deliver air to the intrathecal space. It was also reported that the patient had a recent catheter revision in (B)(6) 2016 [see MFR. Report #3004209178-2017-02503]. The hcp was wondering, since the revision was fairly recent, if there might have been a way for the epidural drug to get to the intrathecal space by way of the catheter track. They were considering this as one potential theory to explain the patient's symptoms. It was unknown at this point if the symptoms were device-related. The patient was still being worked up, and at this point they had not found a cause for the symptoms. It was unknown at this time whether the pump system was a potential or contributing cause. The change in therapy/symptoms was sudden. The situation was being addressed by the hcp. It was noted that the patient was hospitalized. Conflicting information was received from another hcp who thought that this report was referring to the wrong patient. The conflicting information noted that the patient did not have orthopedic surgery on the date of (B)(6) 2017, and the hcp was not aware of foci of intrathecal gas.

Manufacturer narrative:
(B)(4) applies to verbatim "foci of intrathecal gas". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.